Manufacturer narrative:
Additional narrative:the actual device was not returned for evaluation. The reporter stated that the cutter devices had been disposed of at the site. However at the request of the regional manager, the cutter devices were reevaluated using cadaver tissue and the reported condition was confirmed. It was determined that the bone chips that were being generated during the cutting evaluation were too small to be collected by the bone collector. Additional evaluation and a hardness test were performed. It was determined that there were 64 rc (rockwell hardness "c" scale) which was at the high end of the specification and it was determined that the flutes were dull. The assignable root cause of the dulled cutting surfaces on the cutters, which caused the reported failure, could not be clearly determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Initial reporter: the contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgical procedure, it was observed that the cutter device would not cut at all. According to the reporter, the device was removed right out of the sterile package. It was further reported that with the normal aggressive drilling to start the procedure, the bone dust, which was normally very coarse (large fragment), came off very fine. The reporter stated that this led to the bone dust not being collected in the expected quantity in the bone dust collector. It was reported that the surgeon had to drill additional bone structure to collect larger and coarser bone particulates needed to be captured during the filtration through the bone collector. The reporter stated that since the initial bone particulates were too fine and ended up being filtered through the bone collector without being captured, additional drilling was required. As a result, there was a twenty minute delay to the surgical procedure. Spare devices were available to complete the surgery successfully. There was patient involvement reported. It was reported that there was a medical intervention due to the additional drilling of the bone. It was reported that there were no injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.